Manufacturer narrative:
Event date: (B)(6) 2014. Conclusion / root cause: this failure has been isolated to the cpu pcba at rn14 due to a solder bridge at pins 15 to 16. Removing the bridge and re-flowing rn14 corrected the problem with this cpu pcba. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The manufacturers tech reported a 'vent inop' during factory analysis and testing of a returned cpu board. There was no pt involvement.

Manufacturer narrative:
(B)(4).